Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system and confirmed from error logs that the x ray pc experienced a boot up error. Upon troubleshooting, the fse found that the x ray pc could not load the software as the os disk was not detected. The fse replaced x ray pc os disk and reloaded the software to resolve the issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.